Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection. The investigation revealed the breakage area showed signs of being burnt and melted. The root cause of the malfunction was unable to be determined. However, a likely cause of the damage of the cutting knife might be the following: spark discharge between the tissue and the cutting knife occurred during output activation; the output setting for activation was too high; the electrosurgical unit was used in the coagulation mode; the output activation time was too long. However, the exact cause of spark discharge generation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the single use electrosurgical knife was broken 0.5mm from the tip. There were no reports of patient involvement.